Event description:
It was reported during a stent assisted aneurysm embolization case after delivering the catheter (subject device) into the vessel the ro marker band was missing on the tip of the catheter. When the catheter was removed, the tip of it was found fractured. The device was removed and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
1. The device was returned and the lot number was confirmed with the hub returned with the device. During visual inspection, the catheter proximal shaft was kinked 16cm from the catheter hub and the ro marker was detached. The catheter tip was damaged and broken. The shaft was kinked/bent at the distal junction. It was also severely damaged and was flattened. Functional inspection was not required as the defect was confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the microcatheter was severely damaged, and the ro marker was detached. The patients anatomy was said to be moderately tortuous which also may have contributed to the event. The as reported ro marker(s) detached/separated/not visible under fluoroscopy, the catheter tip broken/fractured during use and as analyzed catheter tip broken/fractured during use, ro marker(s) detached/separated/not visible under fluoroscopy, catheter shaft damaged, catheter shaft kinked/bent and catheter shaft flat/crushed will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported during a stent assisted aneurysm embolization case after delivering the catheter (subject device) into the vessel the ro marker band was missing on the tip of the catheter. When the catheter was removed, the tip of it was found fractured. The device was removed and the procedure was completed successfully. There were no clinical consequences to the patient.